Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-jan-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. During the puncture, blood leakage from the hemostatic valve of the vizigo sheath was noted. The issue was resolved by replacing the sheath with another new one. The procedure was continued. There was no patient consequence reported. Additional information was received on 25-dec-2025. The specific section where the issue was observed was the hemostatic valve with a leakage issue (blood return). A few drops of blood loss, but the exact amount was unknown. No picture provided. The sheath was being used on the patient. No air entered the patient¿s body. Additional information was received on 04-jan-2026. The hemostatic valve did not dislodge inside nor outside the hub. The brim cap / hub did not become detached from the sheath. No needle product was used with the vizigo sheath.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. During the puncture, blood leakage from the hemostatic valve of the vizigo sheath was noted. Additional information was received. The hemostatic valve did not dislodge inside nor outside the hub. The device evaluation was completed on 10-feb-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination were performed of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed an absence of the hemostatic valve. Afterward, a dilator was introduced into the sheath; however, no valve was found. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The valve leak issue could be related to the missing hemostatic valve; therefore, the customer complaint was confirmed. The potential cause of this type of failure could be related to the manipulation of the device after the procedure; however, this cannot be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) .